Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the laparoscope, gynecologic had violet light scattering, which prevented the complete image from being seen. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was green and purple, charged coupled device (r-unit) was broken, the fibre bonding in the outer tube area (distal end) was damaged and, llk plug of the video cable section had foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction was a broken charged coupled device (r-unit), traced to component failure, the most probable root cause of green and purple image, the damaged fibre bonding in the outer tube area (distal end) was also traced to component failure and the most probable root cause of foreign material in the llk plug of the video cable section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.